Manufacturer narrative:
Field service engineer could not duplicate the reported incident. Fse checked the system and verified all functions. Could find no problems. System returned to full service by the customer.

Event description:
Customer reports there was no communication from the generator; no fluoro available. There was no reported adverse effect to the patient.